Event description:
The customer discovered questionable troponin t stat generation 4 (tnt) results for an unknown number of patient samples when the samples were repeated. The customer considered any tnt result greater than 0.05 to be critical, so they repeated the same sample to check the result. All results are in ng/ml. Data was provided for five patient samples. Patient sample (B)(6) initial result was 0.089 with a data flag and the repeat result was 0.054 with a data flag. The result reported was 0.09. Patient sample (B)(6) initial result was 0.768 with a data flag and the repeat result was 0.602 with a data flag. The result reported was 0.77. Patient sample (B)(6) initial result was 0.093 with a data flag and the repeat results were 0.026 and 0.105 with a data flag. The result reported was 0.09. Patient sample (B)(6) initial result was 0.060 with a data flag and the repeat result was 0.076 with a data flag. The result reported was 0.08. Patient sample (B)(6) initial result was 0.058 with a data flag and the repeat result was 0.042 with a data flag. The result reported was 0.06 the customer stated they did not have to send out any corrected results, results that were considered critical were still critical when rerun. The patients were not adversely affected. For one additional patient sample, one result was around 0.07 and other result on same sample was around 0.09. The customer could not provide specific details as to which result was the repeat result or which result was sent out as a corrected result. This patient was not adversely affected. The customer stated they did not consider there to be a significant difference in the results and a series of three tnt were typically ordered on patients. The tnt reagent lot number was 16887901 with an expiration date of 08/31/2013. The field service representative determined the measuring cell was leaking. He replaced the measuring cell and tubing. To verify the analyzer operation, he ran performance testing which was acceptable and the customer ran calibrations and all levels of controls which were all okay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.